Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the swivel wye on an rt236 infant dual heated evaqua breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: inspection of the photograph provided by the hospital revealed that the swivel wye was cracked. A lot check revealed one other complaint of this nature for lot 131015. Conclusion: without the return of the complaint device we are unable to determine the root cause of the reported problem. If the complaint device was returned it would have been visually inspected and pressure tested for leak. All rt236 infant evaqua breathing circuits are visually inspected and pressure and flow tested prior to be released for distribution. Any circuits that fail are rejected. This suggests that the subject breathing circuit was damaged after it was released for distribution. The hospital further reported that the circuit passed the leak test on the ventilator prior to patient use. The user instructions that accompany the rt236 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the swivel wye on an rt236 infant dual heated evaqua breathing circuit was damaged. No patient consequence was reported.